Event description:
The contact reported that the surgeon implanted a cc4204bf plate collamer lens. The lens trailing haptic tore off as it was being advanced through the cartridge during insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The pt's condition / prognosis: good. The injector model that was used was indigo-p and the cartridge model that was used was sfc-25 fp. The report didnot provide the injector and cartridge lot numbers.